Manufacturer narrative:
The device was returned for analysis. Visual inspection showed rust color under proximal ring 3 seal and both edges of the electrode. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.4 celsius), the maestro displayed 21 degrees celsius. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37 degrees celsius. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. After the third ablation was completed, the pump was set to continuously run for 30 minutes at 30ml/min. Ablation was verified again by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. Noise testing in pre-soak ablation condition failed current device specifications. The proximal 3-4 bipole had significant noise where noise was greater than ~ 0.25 mv during standby 2 ml/min irrigation. In addition, during ablation, the noise on the 3-4 bipiole significantly increased, where peak to peak values were greater than ~1.8 mv. No temperature issues prior to, during, or after ablation. Device tested at 50w and 30 ml/min flow for a total of 3 x 60 sec ablations. The device was soaked and irrigated at standby flow for an additional 30 minutes and no temperature abnormalities were observed. X-ray inspection showed no abnormalities. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal (90500271). The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.0675, 0.0448 and 0.0423 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.1575, 0.1355 and 0.1817 psi (spec limit is 0.044 psi).

Event description:
Reportable based on device analysis completed on 22-jul-2019. It was reported that the catheter temperature issues. During a left atrial ablation procedure with an intellanav mifi open-irrigated catheter, they had a temperature reading of 48 degrees celsius prior to ablating just in the heart. They replaced the catheter with another catheter of the same type and the problem was resolved. A normal 27 degrees displayed. No patient complications occurred and the procedure was completed successfully. However, device analysis showed that the device failed distal shaft leak test due to leaks through both ring 3 seals.